Event description:
It was reported at the world federation international therapeutic radiology conference that there were eight major strokes, three minor strokes, three hemorrhages and a transient ischemic attack within thirty days of the procedures. There is insufficient info available to determine the number of pts affected by these adverse events. No other info was provided.